Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the clip applier instrument and completed the device evaluation. The instrument was analyzed, but the reported issue could not be confirmed nor replicated. Visual inspection found no damage to the grip tips. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument successfully fired 2 of 2 clips. The instrument was fully functional, and no product issue was found.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws were misaligned and would not clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to the procedure, and the patient was not in the operating room. The surgical staff observed that the instrument was misaligned when opening the tips to load a clip. The surgical staff tested the instrument on an arm and it would not close the clip.

Event description:
Refer to h11 for follow-up information.